Manufacturer narrative:
The reported observation of charging difficulty was not confirmed during electrical analysis. The root cause of the observation was not ascertained. The device was charged to 100% with no issues observed. It was noted in the ipg logs that the device did have a fail to charge on the event date, but after the event date was charged multiple times, including a full charge the device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, output signal integrity and charging circuitry. All portions of ate testing passed which includes charge testing of the eterna device.

Event description:
It was reported the patient is having difficulty charging the device. As such, surgical intervention may occur to address the issue.

Manufacturer narrative:
Date of the event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.